Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer reports that he activated a new pod before going to bed. During the night and throughout the next day, he experienced continuously high bgs (322-487mg/dl). Multiple correction boluses were administered which were unsuccessful in controlling his levels. The pod was removed and replaced and will be returned for eval.